Event description:
It was reported that a patient presented with discomfort from hiccups noted. Interrogation confirmed loss of sensing and far r wave over-sensing. The physician alleged extra cardiac stimulation was present. Surgical intervention was attempted on (B)(6) 2025 but was unsuccessful. A 2nd revision was performed successfully on the same date. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with discomfort from hiccups noted. Interrogation confirmed loss of sensing and far r wave over-sensing. The physician alleged extra cardiac stimulation was present due to dislodgement ovethe lead. This was confirmed with x-ray imaging. Surgical intervention was attempted on (B)(6) 2025 but was unsuccessful. A 2nd revision to explant the lead was performed successfully on the same date. No adverse patient consequences were reported.